Manufacturer narrative:
Bench repair replaced the motor control board and power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is displaying multiple error codes - (111b) 35 volt, (1000) 3.3 volt, and (1118) 5 volt supply failed messages. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is getting error messages or loss of function alarms. The rse advised customer of a possible power management board failure. Bench evaluation was requested.

Manufacturer narrative:
Bench repair evaluated the device and confirmed that the device does not work, and now powers on with error code 100b: watchdog test failed; error code 111b: check vent: 35 v supply failed; error code 1127 check vent: ovp circuit failed; error code: 1118 (post) 5 v supply failed; error code 1117 3.3 v supply failed; error code111d - mc printed circuit board assembly (pcba) adc failed message. It has been confirmed that all the codes are related to power management and motor control boards. Bench repair will replace both components and perform full functional testing.